Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit experienced an e-1 error. It was not sure if the event happened prior to the beginning of the case or if it happened in the middle of the case.